Event description:
The customer used the device to check their blood glucose and obtained a result of 436 mg/dl. They dosed 5.5 units of insulin and passed out thirty minutes later. Emts were called and they checked their glucose and the level was 23 mg/dl. They were treated with a glucose shot. They said controls were in range on the system. The device was replaced and requested to be returned for evaluation.